Event description:
It was reported that there was a lead safety switch (lss) on this pacemaker system from bipolar to unipolar sensing configuration. This was caused by low out of range pacing impedance values on the right ventricular (rv) lead that were less than 200 ohms. Technical services (ts) analyzed device episode data and found that while in the unipolar configuration there was oversensing of myopotential noise on the rv lead channel which resulted in inappropriately stored episodes. It was also discovered that the rv lead and right atrial (ra) lead thresholds were at 7v and 5v, respectively, which caused the battery of the pacemaker to only have 1 year remaining. The physician noted that this system will likely be changed out soon. No adverse patient effects were reported. Evidence suggests that this pacemaker system currently remains in service.

Event description:
It was reported that there was a lead safety switch (lss) on this pacemaker system from bipolar to unipolar sensing configuration. This was caused by low out of range pacing impedance values on the right ventricular (rv) lead that were less than 200 ohms. Technical services (ts) analyzed device episode data and found that while in the unipolar configuration there was oversensing of myopotential noise on the rv lead channel which resulted in inappropriately stored episodes. It was also discovered that the rv lead and right atrial (ra) lead thresholds were at 7v and 5v, respectively, which caused the battery of the pacemaker to only have 1 year remaining. The physician noted that this system will likely be changed out soon. No adverse patient effects were reported. Evidence suggests that this pacemaker system currently remains in service. According to additional information, this pacemaker system was explanted. A new pacemaker was successfully placed. No additional adverse patient effects were reported. This product has been received by boston scientific and further investigation will be performed.

Event description:
It was reported that there was a lead safety switch (lss) on this pacemaker system from bipolar to unipolar pacing and sensing configuration. This was caused by low out of range pacing impedance values on the right ventricular (rv) lead that were less than 200 ohms. Technical services (ts) analyzed device episode data and found that while in the unipolar configuration there was oversensing of myopotential noise on the rv lead channel which resulted in inappropriately stored episodes. It was noted the patient felt pectoral muscle stimulation due to the unipolar pacing. It was also discovered that the rv lead and right atrial (ra) lead thresholds were at 7v and 5v, respectively, which caused the battery of the pacemaker to only have 1 year remaining. The physician noted that this system will likely be changed out soon. No adverse patient effects were reported. Evidence suggests that this pacemaker system currently remains in service. According to additional information, this pacemaker system was explanted. A new pacemaker was successfully placed. No additional adverse patient effects were reported.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Added patient code e2103. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of pacing impedance low out of range was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that there was a lead safety switch (lss) on this pacemaker system from bipolar to unipolar sensing configuration. This was caused by low out of range pacing impedance values on the right ventricular (rv) lead that were less than 200 ohms. Technical services (ts) analyzed device episode data and found that while in the unipolar configuration there was oversensing of myopotential noise on the rv lead channel which resulted in inappropriately stored episodes. It was also discovered that the rv lead and right atrial (ra) lead thresholds were at 7v and 5v, respectively, which caused the battery of the pacemaker to only have 1 year remaining. The physician noted that this system will likely be changed out soon. No adverse patient effects were reported. Evidence suggests that this pacemaker system currently remains in service. According to additional information, this pacemaker system was explanted. A new pacemaker was successfully placed. No additional adverse patient effects were reported.